Event description:
It was reported that the vns patient was referred for surgery due to high impedance and battery depletion. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent generator and lead replacement surgery on (B)(6) 2015. Pre-operative system diagnostic results showed high impedance. The replacement generator was tested with the existing lead and intra-operative system diagnostic results showed high impedance (impedance value >= 10,000 ohms). The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.